Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra label printer was unable to print. A field service engineer assisted customer to uninstall and reinstall the drivers to resolve this issue. After the reinstallation there was no issues found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the attached zebra label printer was not functioning properly. The customer indicated that this malfunction hindered the medication dispensing process and resulted in delays. However, there were no adverse events or injuries reported based on this event.